Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (damaged cord) was confirmed. As received, the charger was unable to power on. Upon evaluation, the power supply was defective. The cause of the inability to power on was the defective power supply. The root cause of the defective power supply was unable to be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned charger/modem sn (B)(4) and reported that the charger/modem had a damaged cord.